Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 798mg/dl. Customer treated high blood glucose with the insulin pump. Customer stated there was emergency room visit and was admitted in the hospital due to diabetes ketoacidosis. Customer was wearing the insulin pump at the time of emergency room visit. Troubleshooting was done. Customer was not wearing the insulin pump currently. Customer's current blood glucose was 159 mg/dl. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. Pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Drive support disk was inspected and no anomaly was noted.